Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in a female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included tranexamic acid (lysteda) from 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). In 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and vulvovaginal pain had resolved and the alopecia, migraine and vaginal discharge outcome was unknown. The reporter considered alopecia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication.lot number added. Events vaginal bleeding, menorrhagia, fatigue, hair loss, migraines, headaches, vaginal discharge and vaginal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("irregular bleeding") in a 38-year-old female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multinodular goiter, breast cyst (removal benign), vulvovaginitis, uterine fibroids, endometriosis ablation, dizziness, gas pain, dysfunctional uterine bleeding, abdominal cramps, adenomyosis, endometriosis and uterine enlargement. Concomitant products included lekovit ca (calcium carbonate w/colecalciferol) from 2012 to 2013, loratadine (loratadin) since 2017 and tranexamic acid (lysteda) from 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal infection ("vaginitis"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). In 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and vulvovaginal pain had resolved and the genital haemorrhage, fatigue, alopecia, migraine, vaginal discharge and vaginal infection outcome was unknown. The reporter considered alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the need for additional surgery. Discrepancy noted in essure implant date was (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet and medical records were received. Event per pfs: vaginitis and irregular bleeding were added. Medical history, concurrent condition and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in a female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included tranexamic acid (lysteda) from 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). In 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and vulvovaginal pain had resolved and the alopecia, migraine and vaginal discharge outcome was unknown. The reporter considered alopecia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.